Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller and recommended programming off the mv feature. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was not feeling well and was having chest pain. A review of the device data noted an atrial tachycardia response (atr) event and potential intervention with the minute ventilation (mv) signal on the same day of the reported symptoms. No adverse patient effects were reported.